Event description:
Reportedly, the staple line was incomplete. It was performed at 80% only. The surgery lasted 2 hours more than it should because of this problem. Another premium plus stapler was used. Procedure: low anterior resection.